Event description:
A healthcare facility in nebaraska reported that the vertical column of an iw934 cosycot infant warmer which holds the bassinett, was tilted. There was no patient involvement.

Manufacturer narrative:
(B)(4). Method: the complaint iw934 baby control cosycot infant warmer was not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is thus based on the information provided by the customer and knowledge of our product. Results: the customer reported that the vertical column of an iw934 cosycot infant warmer which holds the bassinett, was tilted. Conclusion: without the complaint device it is not possible to conclusively determine what caused the reported failure. The user manual for the iw934 cosycot infant warmer states "ensure all warmer parts and accessories are checked before returning the device to service". The device technical/service manual contains a checklist which specifies that users perform safety, performance and functional checks at least once a year.